Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of 'leakage from the clamp' could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported leakage from the clamp occurred. No patient harm occurred.